Event description:
A physician reported a pt with a history of multiple collagen treatments; the last treatment, from another unnamed physician, was reported to be in 1999. A re-skin test by the reporting physician was waived. In 1999 the pt was treated in both nasolabial folds, one upper vertical lip line and both oral commissures. On 3 december 1999, the pt was seen with both nasolabial folds bumpy, erythematous, indurated and raised without pruritis. The symptoms were more prominent on the right side. The pt noticed the symptoms soon after treatment, but did not inform the physician. The physician diagnosed hypersensitivity and contraindicated the pt from further treatment with bovine collagen products. The physician administered intralesional cortisone and prescribed oral monodox and topical cortisone.